Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were clotting and causing erroneous results. This complaint did not indicate any change in course of patient treatment. No injury or medical intervention was reported.